Manufacturer narrative:
On december 11, 2020 additional information received indicated that the patient underwent unilateral replacement( left side) with cat#: 3503001bc, sn#: (B)(6). Therefore right side was not removed. This report relates to the right prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) asian female who underwent breast augmentation revision with a mentor memorygel 300 cc silicone prosthesis experienced left sided capsular contracture baker grade iii, and right sided breast pain post procedure. Patient stated that she is unable to do any physical activity due to pain. The issue was confirmed by the physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to right prosthesis.

Manufacturer narrative:
On (B)(6) 2021 additional information received indicated that the left side baker grade was iii/IV, and device migrated, right side had issue with capsular contracture grade I/ii. In this report, plan for capsulectomy of the left side, and new replacement. This report relates to the right side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 29, 2020 additional information received indicated that the patient removed the device on (B)(6) 2020. Manufacturer¿s reference number: (B)(4).